Event description:
It was reported that during a diagnostic angiogram, the hydrophilic coating of the zipwire became detached. Another zipwire was used to successfully complete the case without pt complications. Pt status is reported as "fine."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.